Event description:
The customer was hospitalized for high bgs. The customer stated that pump seems to be at fault because bgs were coming down by injections but not using the pump. Troubleshooting was performed. The programming and histories on the device were accurate. In addition, a lead screw test was completed and passed. Instructed customer to remove pump and contact md for back up plan.